Manufacturer narrative:
This MDR is submitted retrospectively following an internal review and updated best practices in the reporting criteria. The user reported an event where the eversense cgm system displayed results that differed from blood glucometer measurements. Based on a review of the sensor data available in the data management system (dms), the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization.based on our review, the system is still stabilizing after insertion, but the user has not responded to our attempts to provide further assistance.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.